Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a recent event involving a patient, their device would not go into paddles lead ECG. The customer was able to monitor the patient's ECG waveform using 4-lead and 12-lead ECG cables in one of the ECG lead sets, but they were unable to select paddles lead. As a result, defibrillation may not have been possible. The customer further reported that the issue did not impact patient care; however, no further details about the patient or the event were provided. Upon returning their station, the customer tested the device further but was unable to duplicate the reported issue.